Event description:
A pinnacle pelvic floor repair kit was used during an anterior floor repair procedure in 2008. According to the complainant, during the procedure, the physician got one of the mesh legs twisted at the arcus tendinous. When the physician tried to release the mesh assembly, it was stuck, and approximately one inch of the suture was left inside the patient. The procedure was completed with this device, and the patient's condition is reportedly "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the device was implanted, and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.